Event description:
Procedure type: low anterior resection. According to the reporter: the staple line was not secure. Both sides of the staple line pulled apart, where the issue was stapled. Surgeon was unsure if the staples were malformed. The initial staple line was cut away and another stapler was used to complete the anastomosis.

Manufacturer narrative:
Initial report sent: 05/21/2008.